Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery rapidly depleted causing low power alerts and subsequently the shutdown alarm. Customer's blood glucose was 302 mg/dl. Customer charged pump and resumed insulin delivery. Upon follow up, customer reported that battery was depleting "normally" and the issue was resolved.